Event description:
Analysis on the generator was approved. Various electrical loads were attached to the pulse generator, and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis on the lead was also approved. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There was no evidence to suggest discontinuities in the returned portions of the device. Therefore, the most likely cause of the high impedance was a lead fracture in the portion of the lead that was not returned.

Event description:
The patient had full revision surgery due to high impedance. The generator and lead were received, but analysis has not been approved to date.

Event description:
It was reported that a patient's device had high impedance. Clinic notes mentioned that the patient's seizures were "somewhat increasing," and upon interrogation, the physician noted that the patient's device had high impedance. The physician noted that the patient's seizures may be related to a change in medication. The patient was referred for full revision. No surgical intervention has occurred to date.